Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this greenlight moxy fiber underwent a thorough analysis. Visual analysis of the returned device identified the glass cap was detached and was not returned; therefore, devitrification was unable to be determined. The metal cap exhibited moderate debris adhesion on its surface. Upon functional testing with the helium-neon (hene) fixture, no signs of breakage were note along the length of the fiber. Additionally, the fiber was tested using the forward firing test fixture. The functional testing conducted concluded that the firing output rate was above the threshold for potential patient harm. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber forward fired. The fiber tip was broken and detached; however, the tip was successfully removed from the patient. It was indicated that there were no stones present, and no error codes had been displayed at the time of the event. A second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber forward fired. The fiber tip was broken and detached; however, the tip was successfully removed from the patient. It was indicated that there were no stones present, and no error codes had been displayed at the time of the event. A second fiber was used to complete the procedure. There were no patient complications.